Event description:
It was reported that a symptomatic patient, experiencing dyspnea presented in the hospital. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device download, normal function resumed. The patient was doing well post event.